Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2022 getinge became aware of issue with 733hc steam sterilizer. As it was stated by the getinge technician steam vapor escaped around door during a test cycle after preventive maintenance. When department manager saw that steam vapor escaping around the door she has aborted the cycle. When cycle was aborted the door gasket released and the manager was exposed to steam vapor on her back. Getinge technician on site noticed that the manual door gasket retract valve was partially opened. Once the gasket retract valve was closed, getinge technician performed three test cycles and unit was returned to service. Due to area manager request, getinge senior technician has arrived on site next day and confirmed that issue was caused by gasket retract valve and unit is fully operational. Getinge received information that one day after the incident the department manager was examined and the burn was classified as minor and compared to mild sunburn.

Manufacturer narrative:
Getinge became aware of issue with 733hc steam sterilizer. As it was stated by the getinge technician steam vapor escaped around door during a test cycle after preventive maintenance. When department manager saw that steam vapor escaping around the door she has aborted the cycle. When cycle was aborted the door gasket released and the manager was exposed to steam vapor on her back. Getinge technician on site noticed that the manual door gasket retract valve was partially opened. Once the gasket retract valve was closed, getinge technician performed three test cycles and unit was returned to service. Due to area manager request, getinge senior technician has arrived on site next day and confirmed that issue was caused by gasket retract valve and unit is fully operational. Getinge received information that one day after the incident the department manager was examined and the burn was classified as minor and compared to mild sunburn. When reviewing reportable events for this type of issues we were able to establish that the received incident is the first registered in getinge customer product complaint handling systems related to minor burn due to steam mist released from 700-series healthcare sterilizers. The investigated event did not lead to serious injury. When the event occurred, the device did not meet its specification because the steam mist was released from sterilizer and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis we conclude that the main root cause is related to service. Steam mist was released due to service technician accidentally left the gasket retract valve open (partially open). We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).